Manufacturer narrative:
The reported event of separation failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis found that helix was within specification. Docking button diameter was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker failed to separate from the delivery catheter. A different lp was used to complete the procedure. The patient was in stable condition.